Manufacturer narrative:
(B)(4) - the devices' product codes involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2011, baxter received a report from the home patient's peritoneal dialysis nurse (pdrn) that the hp had experienced peritonitis after switching to the new baxter luer lock cassette and tubing sets. The nurse stated that she believed that the cause of the peritonitis was possibly due to the new device. It was not reported if treatment was rendered, or if the event of peritonitis resolved.